Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced hemolysis and renal issues. The day after a pulse field ablation (pfa) pulmonary vein isolation (pvi) and superior vena cava isolation procedure using a farawave catheter the patient presented to the hospital not feeling well with a creatinine level above 400 mg/dl. It was believed by the physician that using the catheter led to hemolysis induced kidney damage. The patient was hospitalized for several days but no medical intervention was needed. The patient fully recovered from the complications. The device is not expected to be returned for analysis due to disposal. Use of the catheter to perform superior vena cava isolation during the procedure constituted off-label use of the device, as it is indicated to perform pvi and posterior wall isolation.